Event description:
It was reported that the device has a broken or damaged latch sear assembly. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# (B)(4). CAPA# (B)(4). Lvp air-in-line. CAPA# (B)(4) iui conn issues. A review of the device history record for sn13869261 was performed from date of manufacture 05/13/2013 to present date 11/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device has a broken or damaged latch sear assembly. No additional information was provided. There was no patient involvement.